Event description:
It was reported that during an unknown procedure, the device's blade locked and did not staple. It was not noted how the case was completed. Patient consequence unknown.

Manufacturer narrative:
Pinion axle support. Evaluation summary: the analysis results found that the 6sb45 device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged, no functional test was performed. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected. A batch record review was performed and no anomalies were found during the manufacturing process. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. This and other similar events, should they occur, will be trended to determine if further investigation is warranted.